Manufacturer narrative:
Device evaluation: one warmer was received for investigation with a worn enclosure and front cover, cracked tank cover, and damaged line cord. The device was powered on and tested and it was found that immediately after the tank was filled with water, the device leaked due to the cracked tank cover. Based on the investigation, the complaint was confirmed. Once repaired, the device passed all functional and delivery tests. The problem source for the complaint was noted as "normal wear".

Event description:
Information was received that a smiths medical fluid warmer has a leaking tank cover.